Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.

Event description:
The product was used during a laparoscopic vein ligation procedure. Reportedly, the instrument jammed.the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.